Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert and the lead displayed non-sustained ventricular tachycardia and short v-v episodes. Follow up with the patient will be done and no action is planned. The lead remains in use and no patient complications have been reported as a result of this event.